Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the lock broke on the waist pack after only a short use period.  The waist pack was replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: it was reported that the waist pack was damaged. The waist pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the waist pack was not provided. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged can be attributed, but not limited, to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.